Manufacturer narrative:
As reported, a 6f mynxgrip vascular closure device (vcd) was used to close the right femoral artery after a diagnostic catheterization, but upon deployment the patient complained of immediate discomfort in the groin at the closure site. Ultrasound was performed at this time with 20-30% of the mynxgrip sealant shown to be deployed intravascularly. There was still appropriate bi-phasic flow with no compromise in flow to the right leg. The patient was kept overnight for observation. The next day the patient complained of greater discomfort in the area, and heaviness in the right leg. The doppler flow at that tie remained biphasic but the decision to remove the sealant was made, and vascular surgery was performed to remove the sealant. The patient has since recovered and should be discharged. The scrub tech deployed the device, and is trained in the use of the mynx device having used it over 100 times. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant misdeployment (intravascular)¿ and ¿discomfort¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. Discomfort is a known potential complication and listed in the products IFU as such. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6f mynxgrip vascular closure device (vcd) was used to close the right femoral artery after a diagnostic catheterization, but upon deployment the patient complained of immediate discomfort in the groin at the closure site. Ultrasound was performed at this time with 20-30% of the mynxgrip sealant shown to be deployed intravascularly. There was still appropriate bi-phasic flow with no compromise in flow to the right leg. The patient was kept overnight for observation. The next day the patient complained of greater discomfort in the area, and heaviness in the right leg. The doppler flow at that tie remained biphasic but the decision to remove the sealant was made, and vascular surgery was performed to remove the sealant. The patient has since recovered and should be discharged. The scrub tech deployed the device, and is trained in the use of the mynx device having used it over 100 times. The device is not available for evaluation as it was previously discarded.